Event description:
A malfunction alarm was reported by the customer with the code malf 12, though no notable events had occurred prior to this. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided assistance with resetting the pump, and the malfunction did not recur after the reset. The customer was informed to continue using the pump and to contact support if any further malfunctions occur.